Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to h3, h6 and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed, however the occurrence is likely. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause was not identified. However, it¿s likely the error code e315 (electrical continuity failure) occurred due to water invasion of scope connector. The following is included in the instructions for use: "chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that error code e315 displayed on the colonovideoscope. This occurred during preparation for use for a diagnostic procedure. This was completed using a similar device. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.